Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed for the abnormal sound but not for the connection failure. The evaluation found the following issues: the emergency light indicator was not lit or flashing and the distance between the endoscope tip and the subject was changed from 5 to 60mm it was confirmed to make the brightness on the endoscope images constant. Due to the sticky red blue green (rgb) filters the noise was occurring. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis lucera elite xenon light source had a poor connection with the scope intermittently. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.